Manufacturer narrative:
The device was not returned for eval. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history. At 1:34 pm the pod was deactivated and the cannula looks like it had been pulled out of the infusion site. There was insulin leaking underneath the pod and the adhesive pad had blood with insulin on it.